Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation outside of the inferior vena cava (ivc) and tilt that caused injury and damage to the patient. Per the medical records, history includes right leg swelling, pain and deep vein thrombosis (dvt). The filter was placed due to left leg dvt and contraindication to anticoagulation. During the filter placement, the optease filter with hook distally, was inserted infra-renally. A completion venocavagram showed the filter was appropriately positioned above the bifurcation of the vena cava but below the renal veins. Per the patient profile form (ppf), the patient reports anxiety and fear. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation outside of the inferior vena cava (ivc) and tilt that caused injury and damage to the patient. According to the information received in the medical records, the patient has a history of right leg swelling, pain and deep vein thrombosis (dvt). The filter was placed as the patient had left leg dvt and had contraindication to anticoagulation. During the filter placement procedure using a femoral approach, the optease filter with a hook distally, was inserted through the sheath up to the appropriate position from l3 to l4. A completion venacavagram showed the filter was appropriately positioned above the bifurcation of the vena cava but below the renal veins. The patient tolerated the procedure well and manual pressure was applied to achieve hemostasis. The patient was sent back to recovery in satisfactory condition. The following additional information received per the patient profile form (ppf) indicates that the patient became aware of the alleged events approximately nine years and eight months post implantation. The patient reports to be living with anxiety and fear.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation outside of the inferior vena cava (ivc) and tilt that caused injury and damage to the patient. According to the information received in the medical records, the patient has a history of right leg swelling, pain and deep vein thrombosis (dvt). The filter was placed as the patient had left leg dvt and had contraindication to anticoagulation. During the filter placement procedure using a femoral approach, the optease filter with a hook distally, was inserted through the sheath up to the appropriate position from l3 to l4. A completion venacavagram showed the filter was appropriately positioned above the bifurcation of the vena cava but below the renal veins. The patient tolerated the procedure well and manual pressure was applied to achieve hemostasis. The patient was sent back to recovery in satisfactory condition. The following additional information received per the patient profile form (ppf) indicates that the patient became aware of the alleged events approximately nine years and eight months post implantation. The patient reports to be living with anxiety and fear. According to the information received in the redacted- amended patient profile form (ppf), the patient also reports migration of the filter and became aware of this event approximately twelve years after the filter was implanted.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of right leg swelling, pain and deep vein thrombosis (dvt). The indication for the filter placement was reported to be a lower extremity dvt with a contraindication to anticoagulation therapy. The filter was implanted via a right femoral approach and placed in an infrarenal position. The patient is reported to have tolerated the procedure well. Approximately nine years and eight months after the filter implantation, the patient became aware that the filter had tilted and was associated with perforation outside of the inferior vena cava (ivc). Approximately twelve years after the filter implantation, the patient became aware that the filter had migrated. The patient further reported having experienced mental anguish, anxiety and fear associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, migration and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. It is unknown if the tilt contributed to the reported perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.